Event description:
One discordant negative result received during an evaluation study. The sofia sars result was negative and the pcr result was positive. Known previously positive patients were used in the study and the date post onset of symptoms was not collected.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. The customer provided CT values for a few of the samples used in the study. High CT values suggest viral load below the sofia lod. Root cause: could not duplicate with retains. Unable to determine. Source: email.